Event description:
The customer reported that the device jaws could not open after sealing. It is unk how the jaws were removed. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up reporter will be submitted.

Manufacturer narrative:
Device received and evaluated. Evaluation summary: one ls1037 ligasure device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The device was returned clean with no tissue in the jaws. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The jaws opened and closed normally using the handle. The device was activated multiple times on a saline soaked towel with acceptable results and visual seal effects were observed. All seal cycles were completed satisfactorily and end tones were heard each time. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.